Event description:
After the front bumper sensor had been engaged, the technologist attempted to back the unit up and while doing so ran over her foot, resulting in a bloodied toe.

Manufacturer narrative:
Based upon the field engineer's evaluation of the equipment at the customer site, the device was found to be performing to specification. This issue is related to user error where carestream believed that the user may not have been using the device according to the instructions. This incident occurred within the past 12 months and was not reported at the time of the injury. Carestream became aware of the incident on (B)(4) 2014. The reporter did not indicate which one of the two revolutions that are in use at the site was involved. The serial numbers of the two units at the customer site are (B)(4) and (B)(4). Dates of manufacture for affected units: (B)(4).